Event description:
The customer reported that during a stenting procedure of an abdominal aortic aneurysm, the catheter got stuck while attempting to reposition the device. When the catheter was removed, several kinks were observed. The customer reported that this occurred with three separate catheters. No harm or injury was reported. This is one of three reports for this complaint: 1628221-2011-00022, 1628221-2011-00023.

Manufacturer narrative:
Device eval: three used suspect devices were returned for eval. A review of the device history record did not reveal an exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer did not provide any info as to if this was the initial use of the device. Upon visual inspection, the complaint was confirmed. The first unit had two kinks in the catheter body. The second unit had six kinks in the catheter body. The third unit had fifteen kinks in the catheter body. No evidence of clinical use was found in any of the returned devices. All three units were inspected visually and under magnification. No anomalies were found. Unable to determine the root cause of the reported failure. No conclusion can be drawn. Eval method: device history record was reviewed, complaint database was reviewed. Results: unable to determine the root cause of the reported failure. Conclusions: no conclusion can be drawn.